Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A (B)(6) year old white female was enrolled into the (B)(6) study. Patient condition at enrollment was comatose after cardiac arrest with an initial rhythm of "no shock advised". Zoll quattro ivtm catheter was inserted on (B)(6) 2015 at 10:10. Cooling initiated on (B)(6) 2015 at 10:21. Target temperature achieved on (B)(6) 2015 at 11:05. The patient experienced adverse event 1: infection-pneumonia, which occurred on: (B)(6) 2015 at 06:47. The patient was intubated when the adverse event was discovered. Event required change of existing medications. The event was reported as serious, with a ctcae grade of 3, not related to the device or procedure, and related to the patient's clinical condition and anticipated. Rewarming initiated on (B)(6) 2015 at 13:00. Normothermia achieved on (B)(6) 2015 at 18:00. The patient expired on (B)(6) 2015 at 01:30. The event outcome was ongoing at the time of death. Adverse event onset occurred approximately 52 hours prior to quattro catheter removal. Catheter was removed on (B)(6) 2015 at 13:30. The investigator reported infection-pneumonia as not related to study device malfunctions.